Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible on the inflation lumen. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There were three kinks in the hypotube, 15.5 cm, 18.5 cm, and 34 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention to prevent permanent impairment or injury. Device issue: stent dislodgement. It was reported that after the lesion was pre-dilated, a 2.5 x 23 mm mini vision stent delivery system (sds) was advanced but it did not cross. Then, the lesion was dilated again with two other balloon catheters. The mini vision sds was advanced a second time, but was unsuccessful, and when it was removed, it was noted that the stent implant was not on the balloon. An angiography confirmed that the stent remained in the lmt. The dislodged stent was retrieved using a snare device. No additional event or patient information is available.